Manufacturer narrative:
Date sent: 09/05/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy procedure there was an issue with clip formation. Another device was used to complete the case. There was no adverse consequence to the patient.